Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the pump shutdown unexpectedly. Customer's blood glucose was 90 mg/dl. Customer reverted to pens for alternate insulin therapy.